Event description:
It was reported that, during a cori assisted tka surgery, the screen of a real intelligence cori froze on the tibial cut selection screen when attempting to adjust the tibial twin peg. Had to hard shut down 2 twice and after booting up after the second shutdown they did not attempt to adjust the block and were able to move on. Surgery was finished after a non-significant delay with the same device. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. An image was provided. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported failure. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.